Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this system had been exhibiting intermittent noise which had been over sensed resulting in pacing inhibition on the right ventricular (rv) channel. The noise had been previously noted and the sensitivity was reprogrammed to 1.5 mv. Additional information was received eight months later that the clinical observations were still occurring and pacing impedance measurements were in the 200 ohm range. A revision procedure was performed and the system was removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. High power visual inspection noted that seal ring marks indicate full lead insertion in all lead barrels. There is a hole in the right atrial seal plug and body fluid contamination in the right atrial lead barrel. All other seal plugs were intact. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.